Event description:
It was reported that the patient went to the emergency room after receiving approximately 11 inappropriate shocks due to oversensing of noise; 4577 short interval counts (sic) were observed. The lead remains in use for high voltage therapy, but the pace/sense coil was abandoned. A new pace/sense lead was implanted. No further patient complications were reported as a result of this event. Additional information was later received reporting the lead was abandoned and electively replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device. Analysis of this data found oversensing.

Event description:
It was reported that the patient went to the emergency room after receiving approximately 11 inappropriate shocks due to oversensing of noise; 4577 short interval counts (sic) were observed. The lead remains in use for high voltage therapy, but the pace/sense coil was abandoned. A new pace/sense lead was implanted. No patient complications were reported as a result of this event.